Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displays blue bars on both sides of the image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5. Additional information: d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. Based on the results of the investigation, the blue bars on the image were likely caused by a faulty circuit board; however, a definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was no delay and patient was not under anesthesia.